Event description:
S: IV tubing noted with unusual bubble. B: IV tubing was beeping just after nurse had primed and started pump to infuse. Upon investigation of IV infusion site and clamps, everything was fine. Nurse restarted infusion and pump immediately alarmed again. Nurse opened lvp (large-volume parenteral) and noted a bubble. A: tubing was taken down and replaced with new tubing. No bubbles noted after starting infusion with new tubing. Note: new tubing did have the same reference and lot#. Nurse did test to see if it was a fluke by placing 1st tubing in the lvp again (not attached to patient) and found bubble formed again.